Event description:
Event description guidant received information that this pacemaker was explanted one day post implant due to the device not pacing. At the implant procedure the device was programmed to 5 volts, bipolar pacing at a lower rate limit of 60 bpm, to treat complete heart block. The next day, it was noted that the pacemaker was not pacing, the patient was bradycardic and felt dizzy. During the revision procedure to correct these problems, it was noted that the set screws on the pacemaker were stuck. This pacemaker was included within a subset of devices recently communicated to you in a safety advisory notice. This device was identified to be susceptible to failure modes 2, which may affect the communication and/or pacing functions of the device. The pacemaker was explanted, replaced, and returned for analysis.